Event description:
It was reported that a left ventricular (lv) lead dislodged and pulled out of its target vessel. An intervention was done to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 6947m62, implantable tachy lead, implant: (B)(6) 2013-11-06; model: 407645, implantable pacing lead, implant: (B)(6) 2007. (B)(4).